Event description:
Event description guidant received information that during the device replacement procedure due to the hermetic sealing component advisory, this right ventricular exhibited oversensing with intermittent pacing inhibition in vvi mode with bipolar lead configuration through the pacing system analyzer (psa). The oversensing was also observed as the lead was inserted into the new device. Due to these observations and the pacing dependency of the patient, the lead was surgically abandoned and replaced. A new guidant pacemaker and ventricular lead were then succesfully implanted.